Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 537 mg/dl at time of incident and treated with manual injection. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were use the auto mode feature. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer was using a cannula based infusion set. Customer declined to check their settings. Customer declined to test insulin pump. The device will not be returned for analysis.